Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by france that the compact air drive device had no reverse function. During service and evaluation, it was observed that the device trigger was blocked, jammed, and heavy moving. It was noted that the top trigger was blocked due to lack of lubrication of the moving parts. It was also noted that the device failed pre-repair diagnostic tests for reverse locking mechanism assessment, and function of the triggers for forward/reverse mode. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.